Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned; therefore, the investigation was limited. A device history record could not be completed as no lot number was received. The il gem 4000 instrument manual states that the use of edta, oxalate, citrate and fluoride anticoagulant samples may adversely affect sensor performance. The abl 90 instrument manual limitations of use section states that: ¿only analyze heparinized and electrolyte-balanced human whole blood samples or dedicated quality control material. If you analyze other sample types, you risk damage to the analyzer and incorrect results on subsequent samples.¿ bd pas performed the complaint investigation utilizing radiometer¿s abl 90 blood gas analyzer for carboxyhemoglobin testing. Radiometer¿s abl 90, 735 and 837 blood gas analyzers employ similar methodology based on spectrophotometric principle and optical system measuring ranges. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd vacutainer® blood collection tube presented elevated carboxyhemoglobin results during use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "blood collection tubes with gel separator show elevation in carboxyhemoglobin results compared to arterial syringes."